Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Problem code a06 captures the reportable event of loss of visualization inside the patient.

Event description:
Note: this report pertains one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2023-00279 for the first exalt model b single use bronchoscope, regular and 3005099803-2023-00329 for the second exalt model b single use bronchoscope, regular. It was reported to boston scientific corporation that an exalt model b single use bronchoscope, regular was used in bronchoscopy procedure to treat bleeding in the patient's airway on (B)(6) 2023. During the procedure, the physician inserted a cryoprobe through the working channel of the exalt scope to pull blood clots from the patient's right upper lobe in an attempt stop the bleeding. Visualization was lost when the scope was flexed with the cryoprobe inside the working channel. The image recovered each time the cryoprobe was removed from the scope. The physician attempted to use a second exalt scope and the same loss of visualization occurred. The procedure was able to be completed with a third exalt model b single-use bronchoscope. There were no reported patient complications as a result of this event.